Event description:
It was reported that the device signaled "cassette error." There was unknown patient involvement, and no patient harm reported.

Manufacturer narrative:
H3: the device was received for evaluation. Service history review identified there was no indication that the complaint was related to a service of the device within the review period. Visual and functional tests were performed, and a faulty downstream occlusion (dso) sensor was found. The cause of the problem was the defective dso sensor, and it was replaced along with the dso bezel to fix the issue.